Event description:
It was reported that the patient had their superion indirect decompression (ID) spacer removed for an unknown reason. Physical analysis of the ID spacer was not performed as it was retained by the facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event unknown. Approximated based on the date the manufacturer became aware of the event.